Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. It was also stated that the surgeon said that the devices were not defective. Without the requested surgical records and x-rays, the clinical root cause of the infection cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. It was also stated that the surgeon said that the devices were not defective. Without the requested surgical records and x-rays, the clinical root cause of the infection cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a tka on (B)(6) 2021, a revision surgery was performed on (B)(6) 2021 due to infection, the surgeon said the devices were not defective. The current health status of patient is unknown.